Manufacturer narrative:
Additional information was added to h3, h4, h6 and h10. H4: the lot was manufactured from december 1, 2020 - december 2, 2020. H10: the actual device was received for evaluation. A visual inspection performed using the naked eye found the bladder had been ruptured. The upper area of the housing near the coil cap is not completely sealed and therefore fluid inside the housing can leak out at this area if the housing is positioned upside-down or sideways. The ruptured bladder was examined for signs of abnormality that may have potentially caused the rupture problem. No signs of abnormality were found. The reported condition was verified. The cause of the condition could not be determined; however the most probable cause is a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a japanese infusor sv (small volume) ruptured during filling which resulted in a leak between the housing and the coil cap. It was further reported that the bladder was stable during filling with glucose, however the bladder ruptured at the total volume of 70ml, while saline was being injected into the balloon. There was no patient involvement. No additional information is available.